Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette diluent in row h and no error message was given. A field service enginner was dispatched and could not duplicate the problem. Fse checked pull force on all plunger clamps and all passed. No death or serious injury was associated with this event.